Event description:
It was reported the patient ((B)(6)) lost stimulation. In turn, the patient underwent surgical intervention. Intra-op lead diagnostic testing identified the extension had invalid impedance measurements. As a result, the extension was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results the report from the field was confirmed. All internal wires were broken in the header segment of the returned extension. However, the returned extension was not able to be fully analyzed as it was cut into two pieces. Continuity was checked on the terminal end lead segment and no opens were found. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.